Event description:
During the procedure, the sheath came apart during transeptal crossing. A small metal ring was observed in the atrium and was aspirated out of the body.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The sheath tubing had been cracked and fractured in multiple locations; the sheath soft gray tip had been fractured into pieces. The sheath distal tip material and marker band had detached and were not returned. In addition, inspection of the device identified degradation of the shaft tubing. The damage is consistent with the product being stored outside its shelf box and exposed to light. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The product instructions for warns that product should be stored in a cool, dark, dry place. The cause of the degradation is consistent with not following the instructions for use.